Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure was confirmed and reproduced on erbe connected to system. Logs showed (25913 c-34 errors (B)(6) 2025.) Visual inspection: (the bezel is cracked top left corner.) (C-34 error on start and mono coag activation) erbe unit that was placed on golden system and was run in normal mode. Fail analysis concluded that no root cause could be attributed to this issue. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to measurements value for hf voltage too small with on. The erbe will be returned to original equipment manufacturer (OEM) for additional failure analysis.

Event description:
It was reported that during a vinci-assisted surgical low anterior resection procedure, the customer informed the technical support engineer (tse) they had issues with their monopolar c-34. Prior to calling in the customer moved to another instrument and tried a new monopolar cord, but issues persisted. The tse assisted the customer through a hard power cycle of the vio integrated electrosurgical unit (erbe), but the error came back on power up. The tse verified multiple c-34 errors in logs. The tse suggested moving to a force triad or bringing in another vision side cart (vsc). The tse verified matching software on all systems. Customer to bring in force triad or second vsc to continue. The procedure was completed with no reported injury.